Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to pump rebooted during software update. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Customer reported a blood glucose level of 180 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.